Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the thresholds increased to greater than 5 v without dislocation of the lead. The lead was explanted and replaced.